Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
Device was implanted in pt to allow for administration of a clinical trial drug. After implant of device, the implant site was determined to be infected. As a result, the device was explanted on (B)(6). No permanent adverse effects reported.